Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. I¿ve been receiving reports from nursing staff that the max plus extension sets mfg cat# mp5312-c are causing the ivs to clot off. Are you aware of this issue? Could this problem be related to the max plus? Would they be better off using the max plus zero instead? Do you have a pressure rated extension set without the max plus bonded to the extension set? Some staff have stated they want to be able to remove the max plus cap." .the IV extension set is ref# mp5312-c (connector end is very stiff and difficult to unscrew tighten, especially with one hand as is required when starting an IV)."